Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 3cm malignant lesion due to pancreatic cancer. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent would not pass through the scope and the tip caught on the elevator of the scope. The stent was pulled out and the tip of the delivery system was noticed to be bent in half. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
Reported issue of tip damage. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.